Event description:
Patient had a 24 hour ph probe placed and returned to have probe removed the next day. Probe removed intact without issues. Attempted to upload study and error code given. Reset computer, attempted again, same error code. Called medtronic tech support for assistance. Tech support troubleshooting completed, unable to retrieve data. Per medtronic tech support, the monitor error code revealed the actual monitor had technical issues and had failed. The monitor is under warranty, and they will ship a new monitor and I will return the defective one. Patient will need to return to have procedure completed again. Manufacturer response for digitrapper ph monitor, (brand not provided) (per site reporter). Manufacturer will replace as under warranty.